Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The customer's reported problem was duplicated. Tested lemo connector with remote dose cord, found that it was not reading "attached". Lemo connector and dso seal will be replaced. Device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the issue with this unit is that the remote dose cord receptacle is not working properly. There was unknown patient involvement and unknown patient harm/adverse event reported.